Manufacturer narrative:
(B)(4). Recall numbers: 1627487-05242011-002-r; 1627487-07262012-002-r. This ipg serial number was included in field advisories.

Event description:
It was reported the patient had her scs ipg explanted and replaced because the patient had not used the system in several years and the ipg was inoperable. Surgical intervention resolved the issue.